Manufacturer narrative:
D10 concomitant products: lf1923, jaw open lf1923 ligasure maryland 23cm (lot#:52810369x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, a metal piece had fallen out of the two instruments and subsequently being found on top of the patient. The two devices remained functional after the incident. The pieces of metal were immediately detected by the surgical staff in close proximity to the surgical site, and the instruments were immediately removed from service when the pieces of metal were detected. A new ligasure handle was used and the operation could continue without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the metal clicker of the device was broken off. The broken piece was returned. Plug was cut off and not returned. It was reported that the device component was disengaged. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: of seal plate damage. Significant wear was observed on the seal plates. The product analysis noted evidence that the device was not used as intended. This issue can occur due to extensive use of the device. A large number of cycles tend to fatigue the clicker. Without the plug, history of use could not be observed. The discoloration in the seal plates is likely due to wear. Scratches were also observed. While the number of initiated and completed seals cannot be checked, the device likely went through a lot of use, resulting in the break to the clicker tab. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the performance of this single-use device has been tested according to the expected conditions of a single surgical procedure. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Do not clean the instrument jaws with a scratch pad or other abrasives. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.